Manufacturer narrative:
H3): the tightrail was discarded, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning on the ra lead with a spectranetics 11f tightrail sub-c rotating dilator sheath, then switching to a 13f tightrail (long), the ra lead was removed. Next, the same 13f tightrail (long) and tightrail outer sheath were used to extract the rv lead; however, cardiac tamponade was detected via transesophageal echocardiogram (tee), and an rv perforation was suspected. Rescue efforts began, including pericardiocentisis, and the patient survived the procedure. The physician believed that the tightrail outer sheath caused the suspected rv perforation. This report captures the 13f tightrail used when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.